Manufacturer narrative:
Records indicate this device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine follow-up, this pacemaker had displayed two years remaining longevity. Approximately six months later the device declared elective replacement indicator (eri). Boston scientific technical services (ts) discussed time until end of life (eol) and recommended returning the device for analysis post explant. Additional information was received indicating the patient expired prior to device replacement. The patient had been admitted to the hospital and was septic with pneumonia and hypoxemic. The patient expired while still in the hospital. The physician did not feel the cause of death was related to the device.